Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the o-ring on a new cartridge was damaged (cause of damage unknown). The customer performed a supply change to address the issue. The customer's blood glucose level was 201 mg/dl.